Event description:
During a second procedure of a patella replacement, a discovery was made of a severely worn 17.5mm posterior stabilized insert, which was removed and replaced with a thicker insert.